Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer states that "the reading was inaccurate". The customer does not know which reading was inaccurate. The patient's mother called 911 and the fire department checked the patient's vitals and determined that the patient was not in distress. The customer does not know how it was determined that the reading was inaccurate. There was no known impact or consequence to patient.